Event description:
As reported by the study, there was long significant, 70-80% stenosis of the stent placed in the left anterior descending artery (lad), but no in-stent restenosis of the stent previously placed in the lad. It is not known if the stenosis is within 5mm of the previously implanted stent.

Manufacturer narrative:
A male pt with a history of stable angina, hypertension, lumbar spine pain, bph, smoking and a family history of cad experienced peri-stent restenosis thirty-six months post cypher stent implantations. Initially, this pt was admitted with angina and underwent an angiogram that revealed lesions in his distal circumflex, proximal lad, rca. This pt's history puts him at increased risk for mace. Pre procedural medications included asa and plavix. The intra procedural administration of heparin or gpiibiiia and the performance or recording of acts was not reported. The distal circumflex lesion was described as de novo, type b, 68% occluded, 3.32 mm in diameter and 20mm in length. The lesion was pre-dilated prior to the placement of a 3.50 x 33mm cypher stent at a maximum inflation pressure of 14atm. The treatment of this lesion was completed with a resultant timi flow of 3 and a residual stenosis of 0%. The vessel and/or lesion characteristics of the proximal lad lesion were not provided. This lesion was not pre-dilated prior to the placement of a 3.50 x 18mm cypher stent at a maximum inflation pressure of 14atm. The rca lesion was left untreated at this time. The pt was discharged from the hospital seven days later on medications that included asa and plavix. Seventeen months after the index procedure, the pt experienced moderate urinary frequency. This event required hospitalization and was reported to be unlikely related to his cypher stents. Twenty-two months after the index procedure, the pt was hospitalized with prostatic hyperplasia and mild chronic prostatitis. He had been treated initially with medications that had only lessened his pain. This was now treated with turp. No complications occurred during his surgery or hospitalization. He was discharged six days after his surgery. This event was reported to be unlikely related to his cypher stents. Thirty-four months after the index procedure, the pt was hospitalized with colonic polyps. This event was reported to be unlikely related to his cypher stents. Thirty-five months after the index procedure, the pt experienced moderate tendopathy in his right hip. This was treated with medication and was reported to be unlikely related to his cypher stents. Thirty-six months after the index procedure, the pt experienced intermittent stable angina. An urgent angiogram revealed an lvef of 65%, a de novo lesion in the pt's proximal circumflex that was within 5mm of the 3.50 x 33mm cypher stent in the distal circumflex, a 70-80% stenosis within the proximal lad that may or may not have been within 5mm of the 3.50 x 18mm cypher stent implanted there and a totally occluded rca (previously identified during the index procedure but left untreated). The circumflex lesion was treated the next day with the placement of another cypher stent. The treatment for the lad lesion, if any, was not reported. Thirty-seven months after the index procedure, the pt experienced moderate urinary frequency and was hospitalized. This event was reported to be unlikely related to his cypher stents. The products remain implanted in the pt and are thus not available for evaluation. DHR reviews of the involved lot numbers revealed that the product met requirements for product acceptance. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. There are pt factors that may have contributed to these events. This is one of two products associated with similar events that were reported under the following mfg #s 9616099-2007-00205 and 00482.